Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause of the condition was unable to be verified. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:24:48. During night drain cycle 25, the patient's ultrafiltration reading was 463ml, indicating the home patient (hp) drained 338ml more than their maximum programmed fill volume of 500ml. No additional information is available.